Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported for the past couple weeks they have been seeing settings not available on their controller. Patient confirmed the device is charged and noted they could not feel any stimulation. Agent walked patient through switching from group c to group a; patient was able to adjust the intensity in group a but then the message settings not available appeared. Patient switched to group b and the message did not appear; however, patient noted they could only feel the stimulation on the left side and it was normally on both sides in group b. Patient added they had not been able to switch therapy groups until today. Agent reviewed information and the patient was redirected to their healthcare provider to further address the issue.